Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all testing. Event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilation operation.

Event description:
The customer reported model lap top ventilator 1150 was auto cycling and displaying airway pressures higher than 90 while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm or injury associated with the reported event.